Event description:
It was reported that during a pta treatment procedure, removal difficulties were encountered. The balloon had been inflated then deflated and the physician was attempting to pull it back into the sheath when difficulties were encountered. The entire system was successfully removed as a unit. The procedure was successfully completed. The pt is reported as 'good' following the procedure; no injury or complications were reported. The physician is of the opinion that the removal difficulties were experienced because the balloon did not rewrap tightly enough after being inflated.